Event description:
Spontaneous call: patient calling because she received an alarm on her pump for no disposable. She is not able to provide the exact error, but confirms it was a cassette issue since it triggered the alarm on both pumps. Per patient, she extracted the mixture out of the defective cassette and inserted into another cassette to minimize wastage. Advised patient against it and recommended creating a new mix pt able to continue therapy. No gap in therapy and patient does not have lot number. Did the reported product fault occur while in use with the patient? Yes. Did the product issue cause or contribute to patient or clinical injury? No. Is the actual cassette available for investigation? Yes. Did we [MFR] replace cassette? Yes. Did the patient have additional cassettes they were able to switch to? Yes, if yes, was the patient able to successfully continue their infusion? Yes. Is the infusion life-sustaining? Yes. What is the outcome of the event? Resolved, resolved?, ongoing?. Reported to (B)(6) by: patient/caregiver.